Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician brought the patient into the or and drained the hematoma. Physician prescribed antibiotics after the procedure was completed.